Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device was inserted, stylet removed, balloon inflated with 1.5ml sterile water and the catheter was gently pulled to check that it will remain in situ. The catheter came out of the urethra with no restriction and the balloon was found to be deflated or burst. A new catheter was inserted in the patient. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Voided complaint: for this complaint MFR. Report#8040412-2016-00168 (B)(4) has been voided due to the fact that the complaint is a duplicate of MFR. Report#8040412-2016-00168 (B)(4). Please note for your records.

Event description:
The device was inserted, stylet removed, balloon inflated with 1.5ml sterile water and the catheter was gently pulled to check that it will remain in situ. The catheter came out of the urethra with no restriction and the balloon was found to be deflated or burst. A new catheter was inserted in the patient. There was no reported patient injury.